Event description:
One day after the temporary pacing catheter insertion, the side port of the introducer was found to be detached. There were no adverse consequences to the patient.

Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.